Event description:
It was reported that a spectrum pump a med error occurred as a result of a user error during therapy. Medication was dobutamine 1000 mg in 250 ml. Dose was 2.5 mcg/kg/min. Stated that rate changed to 1 ml. Kvo in pump is currently set to 1 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The customer reported that, the problem related to a user error. Should additional relevant information become available, a supplemental report will be submitted.